Event description:
It was reported that the device had an electrical reset occur during the previous transmission. It was further reported through follow up that this was a remote check and the clinic has not seen the patient since. There was no intervention due to the power on reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(6) 2011 in address "1a f0". Por (power on reset) severity is considered low as device should be able to fully recover after reset. Device was not returned, but diagnostic information is consistent with reported event.